Manufacturer narrative:
The iab carton was returned damaged with a dent on the front and top lid of the outer top carton. 5 photos were provided by the facility and were analyzed during the evaluation. No damaged was observed on other parts of the carton. Additionally inside the product tray and insertion kit was returned sealed and intact without damage. The evaluation confirms the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) arrived to the customer damaged. There was no patient involvement or adverse event reported.